Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the final evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced at no charge per lbl# 1155614 section 5.1.5. To address the issue. Additionally, not related to the issue, the enclosure is misaligned and missing feet. The customer does not want any repairs done to the unit.